Event description:
It was initially reported that the company rep was having difficulty upgrading the physician's handheld. The flashcard that was used did not have the option to select "my device" to allow the upgraded to proceed. Another flashcard was used and the upgrade was successful.